Manufacturer narrative:
(B)(4). Date sent: 6/16/2026. D4: batch # unk. The device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: 1. How did device not work? Clips came out open and did not clamp as intended 2. Did device jammed (not fire clips)? No. 3. Did device not feed clips? It did feed the clip just wouldn¿t close them . 4. Did device drop or eject clips? No. 5. Did device sideways feed clips? No. 6. Did device fire malformed clips? Yes. 7. Did device fire scissored clips? No. 8. If other please specify. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during unknown procedure the device misfired, and the clips that were deployed were found to be unclamped prior to activation of the clipper. No patient consequences.